Event description:
A hospital in (B)(6) reported that a "cut" in the expiratory limb of an rt340 adult dual heated evaqua breathing circuit caused the mr850 respiratory humidifier to alarm two days after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The 510(k): the product is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint breathing circuit was visually inspected and pressure tested. Results: the visual inspection revealed that there was a hole in the expiratory evaqua limb next to the patient end connector. The pressure test revealed excessive leak, due to the observed damage. No lot check could be performed as no lot number was provided. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggest that the breathing circuit was damaged post-production, possibly during storage or set up. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage (B)(4).